Event description:
The patient underwent an open reduction internal fixation of the left le fort iii fracture with plates and screws. The surgeon reported that one of the 6 mm screws broke off at the head the impinged screw was left inside of the zygomatic site of the frontal zygomatic structure.